Event description:
Pump declared a cartridge change error, but there was no adverse impact to the customer's blood glucose level. Cts guided the customer to resolve the issue by inspecting the cartridge o-ring and cleaning the pneumatic tap area. The customer followed on-screen instructions and successfully completed the load process, allowing them to resume insulin administration.